Event description:
During a ptca procedure, as the dilatation catheter was being advanced on the guide wire, some resistance was noted. The device was removed in order to wipe down the guide wire again. While removing the catheter, further resistance was felt and the tip became separated on the guide wire. No patient effect was reported.